Manufacturer narrative:
Eval method: visual and functional testing was performed on the returned lead. The device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. A full lead was returned to the MFR for analysis. Multiple compression marks and some lead fractures were noted during visual analysis. Functional testing found that channels 2 and 3 measured as open due to the above-referenced fractures. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as a result of a re-evaluation of our MDR process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to a loss of stimulation and high impedances. The explanted lead was returned to the MFR for analysis. F/u on the pt found no further issues reported.